Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was noted that they may have been mishandling by the facility and that there was wear and damage due to increased time of use. Hence, the device did not meet tis specifications nor functions, confirming the occurrence of the event. However, since there was no information whether the investigation of the actual device was conducted by the quality department, a detailed condition of the actual device could not be confirmed. Hence, definitive root cause of the suggested event could not be identified. The event can be detected/prevented by following the instructions for use: warnings and cautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited a gap between the acoustic lens adhesive and the ultrasound probe, and a stain entered inside the lens through the gap. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.